Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-00211. It was reported the patient had passed away. The patient had a lead and in ipg implanted and was going to physical therapy and doing better between surgeries. It was also reported the patient was sleeping 23-24 hours per day and the patient stopped receiving all medications. There were also two small infections on the patient's back side. A cause of death has not been determined, and it is unclear if the death was related to the product or procedure, and unknown if the infection was related to the device,